Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device remained implanted. The patient was asymptomatic and would be scheduled for a clinic visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.